Event description:
Rptr did a meter-to-health care professional test with blood glucose results of 199 and 270 mg/dl respectively. Rptr also stated she got three erl messages but had not applied enough blood to teststrip or had applied sample to wrong side to teststrip. Rptr was using off-brand teststrips and her previous three results were 148, 172 and 281 mg/dl.